Event description:
It was reported that the patient was in hypoglycemia. The patient's blood glucose levels decreased to 14 mg/dl while wearing the pod on the abdomen for between 37 and 48 hours. The patient loss consciousness and woke up after a few seconds. The patient's son gave the patient water and sugar. The patient went back to sleep and woke up with a headache, dizziness and vomiting. The ambulance was called and the patient was transported to the emergency room (ER). The patient was treated with fluids, glucose, and painkillers by intravenous therapy. The patient went home after a few hours.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.